Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low battery alert, off no power anomaly and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer received the low battery alarm when he took the battery out and reinserted the same battery and received off no power alarm followed by bad battery alarm. The customer performed the self-test and it was successful. The customer was advised to call back.